Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The lcd display was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information to date after calls to customer (B)(6) 2023 and (B)(6) 2023. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718: device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no report of patient injury.